Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife of the device quit working. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. The visual inspection found the device jaw was returned with the jaw closed. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar build up, which prevented the jaw from opening. The knife trigger was pressed to release the knife blade from the eschar build up. The jaws were able to open and close properly once the knife blade was retracted to its home position. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.